Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The patient presented with confusion and agitation. The patient was diagnosed with low output heart failure with associated multi-organ failure and endocarditis (blood cultures were positive for staph epidermidis). The source of the endocarditis was not reported. The patient was treated with IV antibiotics and pressors. The patient had multiple runs of non-sustained ventricular tachycardia (nsvt) and so was also commenced on amiodarone. Despite a week of medical treatment, the patient remained stable but did not improve. The severe heart failure and endocarditis persisted. The patient was placed on supportive treatment and comfort care. The implantable cardioverter defibrillator (ICD) was turned off. The patient was transferred to hospice care. There was no alleged product issue with the ICD and/or leads. The patient was a participant in the adapt response study. No additional information was provided.

Manufacturer narrative:
Corrected information: .sex .